Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was incorrectly placed through the atrial septal defect (asd) to the left ventricle (lv). A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.